Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump act button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had a keypad anomaly while doing a bolus the numbers kept scrolling nonstop of the insulin pump. The customer's blood glucose level was 347 mg/dl. The customer was asked if she recalls any significant events leading to the keypad issue and said no. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.